Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The product was not returned for analysis. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that he has had issues with cracked or splintering cartridges. During an intraocular lens (iol) implant procedure, the cartridge cracked and the case ended up with a broken capsular bag. Additional information was requested.